Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted into the left atrium (la) without issues. However, while in the la, it was unable to open. It was noted that the turning the arm positioner was harder than usual. Troubleshooting was performed, and eventually, the clip was opened but opened to more than 180 degrees. It was noted that after that, everything was ok, the procedure continued without issues, and the clip was deployed. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.